Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The blood glucose reading at time of her admission was 252mg/dl. The mother stated that the insulin pump alarmed no delivery and then delivered 71.0 units into her daughter. Troubleshooting was performed. The drive support cap appears to be normal. Reviewed the programming and the reservoir was showing more insulin that what is shown on the status screen. Performed the displacement test and passed. The mother stated that a complete infusion set and reservoir change solved the alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.